Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose levels and bent cannula infusion set. The customer was assisted with troubleshooting. It was explained to customer the proper filling and priming process and insertion techniques. The customer's high blood glucose started on (B)(6) 2017, infusion set changed on (B)(6) 2017. The customer had the following high readings: 220 mg/dl; 175 mg/dl after a correction bolus; 213 mg/dl and 199 mg/dl. The customer's blood glucose was 300 mg/dl at the time of the incident. The day before it was reported customer had a reading of 382 mg/dl, gave a correction bolus went down to 356 mg/dl, changed the infusion set and blood glucose rose to 491 mg/dl. The customer treated by bolusing through the insulin pump. Customer's blood glucose at the time of call was 278 mg/dl. Customer did not troubleshoot for high blood glucose readings. Customer was advised the infusion set will be replaced. The insulin pump was not returned for analysis.